Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in a pulmonary anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the airway during an ultrasonography of airway procedure for balloon dilatation examination performed on (B)(6) 2026. During the procedure, the balloon leaked air. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not used air as inflation medium. However, the customer reported that the balloon leaked air.